Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high blood glucose results. Caller states his glucose results are usually below 150mg/dl. Results in memory are in the 200's and 300's mg/dl, with the highest at 361mg/dl. No adverse event reported.